Event description:
It was reported that when the device was used during a low anterior resection procedure, the device fired an incomplete staple line. The case was finished by hand sewing the anastomosis. There were no other consequences to the patient.